Manufacturer narrative:
Preventive maintenance inspection completed and no device problems found. Discussed patient securement options. Inservice trainings scheduled.

Event description:
During surgery for hip fracture patient slid off the table and fell on top of the surgeon. Neither was injured. The safety strap was not being used. Patient with bmi over 40 was partially taped to the table. With a difficult reduction, pulling traction and pushing on patient, the tape gave way and the patient slid. The patient was scanned and the surgery rescheduled for another day, when it was completed successfully with a safety strap in place.